Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, for a tka revision on the (B)(6) 2022, the post of one (1) lgn xlpe ps insert sz 5-6 11mm had fractured. The insert was exchanged for a s+n new insert. Original implantation occurred on the (B)(6) 2014. Patient was not harmed as a consequence of this problem.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, per complaint details, the patient had a revision surgery approximately eight years post total knee arthroplasty due to fracture of the legion xlpe posterior insert size 5-6 11mm. As of the date of this medical investigation, the requested clinical documentation has not been provided for evaluation. It has been communicated via e-mail that no patient data is available. Therefore, there were no clinical factors found which would have contributed to the reported event. The patient impact beyond the revision surgery could not be determined. No further clinical assessment can be rendered at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed in warnings and precautions that the implant can break or become damaged as a result of strenuous activity or trauma. The patient should be warned that the device does not replace normal healthy bone. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According with the inspection drawing, the final inspection includes the verification of part configuration per print. Also, the material specification, shall control the quality and manufacture of 7.5 mrad cross-linked ultra-high-molecular-weight polyethylene. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. With the results of this investigation the root cause of this event could not be determined. Factors that could contribute to the reported event include excessive forces, abnormal loading or motion of the limb. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.